Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead did not deliver pacing when required. The lead had high thresholds. The lead was surgically abandoned and replaced. There were no adverse patient effects reported.